Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the waveguide was broken. It was reported that the device received a red light and would not activate during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The waveguide was excessively torqued to the side causing it to come in contact with the clamping jaw and weakening the waveguide. Continued use then caused a crack to propagate until the device fractured. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, the device was not activated. They replaced the device to complete the case. There was no patient injury. Medtronic investigation found that the dissector had a fractured waveguide. The waveguide was returned with the device. Investigation communication stated that nothing broke off and fell into the patients cavity.